Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnostic procedure. The procedure was aborted and completed on the next day after service. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to emit x-rays. Upon troubleshooting actions, rse identified a failure in hospital¿s power supply. A review of the system logfiles found a voltage failure. Rse advised the customer to shut down and restart the power panel. To resolve the issue, the customer restarted the equipment and performed image acquisition test in fluoro, cardio and vascular modes. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.